Manufacturer narrative:
No product was returned. Review of the device history record was not possible, since the lot number was unavailable. Based on the information received, the cause for the vessel blockages could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state the bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that an angio-seal was used. The patient experienced vessel blockage. The patient underwent a right common femoral stent and left femoral retroperitoneal bleeding repair. The patient has a history of diabetes and being insulin resistant. An echocardiogram done in 2003, revealed mild concentric left ventricular hypertrophy with an estimated ejection fraction of 65-70% and mild left atrial enlargement. A thallium stress test performed in 2002 was positive for possible septal ischemia and possible inferior infarction. A holter monitor test analyzed the next month, revealed no arrhythmias.